Manufacturer narrative:
Citation: hashrul n. Rashid et al. The impact of hypo-attenuated leaflet thickening on haemodynamic valve deterioration following transcatheter aortic valve replacement, journal of cardiovascular computed tomography, volume 16, issue 2, 2022, pages 168-173 https:/ /doi.org/10.1016/j.jcct.2021.11.013. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of hypo-attenuated leaflet thickening on hemodynamic valve deterioration. All data were collected from a single center between 2016 and 2020. The study population included 186 patients (predominantly male, mean age 83 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 59 patients were implanted with a medtronic evolutr transcatheter bioprosthetic aortic valve (unique device identifier numbers not provided). The remaining patients were implanted with a non-medtronic transcatheter bioprosthetic aortic valve. Six of the patients implanted with an evolutr valve were noted to have hypo-attenuated leaflet thickening. Among all patients, no deaths occurred. Among all patients, adverse events included: increased gradient measurements and moderate regurgitation. Treatment included: valve-I n-valve procedure, medication or replacement with a surgical valve. Based on the available information a medtronic product may have been associated with the adverse events.